Event description:
Treatment of a dissecting unruptured saccular aneurysm located in the right ica (internal carotid artery). During the procedure, it was reported that the physician implanted the ped (pipeline embolization device) in order to tack up the dissection. Balloon angioplasty (an option presented in the instructions for use, u.s.) Was performed on the ped to achieve full wall apposition. Dual anti-platelet therapy was given. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).